Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported going to the emergency room (ER) due to ¿fluctuating readings¿, however, no specific cgm or bg meter comparison values were reported. It was also reported that the patient went to the ER due to her asthma. When asked for further event details, the patient then declined to provide dexcom with any further information stating she ¿could not remember what happened at the hospital¿. Therefore, there was no information provided regarding patient symptoms, treatment details, or how long the patient was in the ER prior to being discharged. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).